Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error or unexpected no delivery alarms noted. Drive support disk was inspected and no anomaly found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The current blood glucose reading is 179 mg/dl. The motor error alarmed occurred during the prime process. Customer is unable to rewind the insulin pump. The insulin pump has sporadically alarmed no delivery for the past month. Customer stated that the drive support cap is protruded. Nothing further reported.